Event description:
It was reported that bd alaris smartsite pump infusion set was loose the following information was received by the initial reporter with the following verbatim it was reported by the customer that the bd alaris pump infusion set had issues with stopper dislodgment while IV spiking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint issues with stopper dislodgment while IV spiking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.